Event description:
Additional information was received on this event. There was no product problem while using this device. This report is a follow-up to indicate that a reportable event did not occur.

Manufacturer narrative:
No device will be returning as there was no report of a product problem while using this device. Updated information can be found in event, concomitant medical products and device evaluated by MFR.

Manufacturer narrative:
The device is expected to return for evaluation. The device has not been received.

Event description:
The event occurred on an unspecified date. The event involved a spinning spiros closed male luer, purple cap that during a syringe infusion of unspecified chemo medications, the device disconnected from the syringe. There was report of unprotected chemo exposure; however, there was no serious injury, no blood loss, no delay in critical therapy, no adverse operator consequences, and no med-surg intervention was required.